Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that 3 x protaper assor. Files broke during the first use. One of the 3 broken files could not be retrieved. The patient is in pain and will return to the clinic. Further information has been requested.

Manufacturer narrative:
The returned assorted protaper files damaged during the use have been analyzed. Sx file is bent and untwisted at the tip of the active part (torque), s2 file is broken at the tip of the active part (torque), f2 file is broken at the base of the active part (fatigue) and f3 is broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture patterns or damaged area. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1503014). Root causes are not identified. We will track this kind of event and monitor the trend.